Manufacturer narrative:
B3: event date is year valid. G2: the country of the event is se medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they called the nurse today ((B)(6) 2025). The patient had 2 surgeries that year but she was not in the office today. Additional information was received. It was reported that the device was causal or contributory with respect to the 2 surgeries the patient had that year. What the rep was told was that the first surgery with lead and the ins in the beginning of the year, it was a malfunction on the ins so that¿s was why it was replaced. Additional information was received. It was reported that it happened in 2021.